Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported they were having issues with their implantable neurostimulator (ins) and their health care provider (hcp) told them to get in contact with a manufacturer representative have the device checked. At the time their stimulation was turned off because it was not working. The patient had pain in their lower butt very close to the skin and if they leaned it would hurt more. If they turn the stimulation on it hurts so bad that they have to sit on an ice pack. The pain was also shooting down their leg. The patient also had pain and warmth at the implant site but when the ins was turned off the warmth would go away but the pain would still be present. Their device had been off for last three weeks. Their hcp also had them go to the hospital for a cat scan and everything was okay. The issues had been occurring since implant. The indication for use was for spinal pain. No interventions or outcome were provided however additional information has been requested and if received a follow-up report will be sent.